Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen (2000 mcg/ml at 300 mcg/day) via an implantable infusion system. It was noted that the patients medication dose has continued to increase over time due to the patient's increased spasticity. The caller stated that the patient has had issues with spasticity since the patient underwent a back surgery. It was reported that the patient recently had their pump reprogrammed because the patient was having trouble sleeping and they wanted to do a "nighttime ramping dose". It was noted that the patient's issue sleeping had been intermittent and that he has more spasticity in bed at night for about 4 years. It was reported that the patient used an electric chair and it was an indicator that he needs more medication. The caller stated that the intention was from 10pm-4am to increase the medication by 10%. It was reported that on (B)(6) 2018 th e dose per day was incorrectly put to as 266.7 per/hour; after 2 hours the patient experienced an overdose and was in a "near code situation". The caller stated that the patient was taken by ambulance and was incubated. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.